Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Component code: mechanical (g04) - drill. Visual examination of the returned product identified there are wear lines on the shaft along with indentations on the fins. The tip of the device had fractured from the device. The tip had indentations in multiple locations. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Event description:
It was reported that during surgery, the tip of the reamer broke off and all pieces were retrieved. There was no known impact or consequences to the patient. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). G2: foreign ¿ canada . The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.